Event description:
The electrode belt was returned for investigation into a non-reportable patient death and was unable to run incoming functional testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of passing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to run incoming functionality testing) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. Correction: belt was repaired and refurbished. The root cause for the damaged connector was excessive force.